Event description:
The MFR received info alleging a ventilator is faulty. The device was not in pt use. The device has yet to be evaluated by the manufacturer. At this time we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.